Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer did not mention nay treatments and symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was using manual mode and was not using the auto mode feature on insulin pump at the time of event.